Event description:
The customer reported the surgeon had a corneal burn during a surgical procedure. No further information was provided.

Manufacturer narrative:
The root cause of the reported corneal burn is unknown and cannot be determined. The system met specifications when serviced by the service representative. A review of service and manufacturing history data for the system indicates that there has been no additional service requests similar to the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.